Event description:
It was reported that the patient experienced his heart pounding after visiting an imaging clinic for kidney scan. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).